Manufacturer narrative:
(B)(4). The lot 14f049 was manufactured on june 20, 2014 to june 24, 2014. The affected device was received for evaluation against the reported condition. Visual inspection of the device revealed solid white particles, floating in the fluid of the bladder. The particle identified to be a polyester material via fourier transform infrared spectroscopy (ft-ir) spectrophotometer scanning. The cause of the condition was not determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside of the balloon. This malfunction was identified during the filling of the device. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device has been received by baxter; evaluation is currently in process but has not yet been completed. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.